Manufacturer narrative:
A lot history review could not be performed as the lot number is unknown. The device was returned with the original introducer sheath. The investigation is confirmed for retraction issues and a complete circumferential outer catheter break at the proximal balloon glue joint. The investigation is inconclusive for insertion difficulties, as functional testing could not be performed due to the poor sample condition. It is unknown whether the break in the outer catheter occurred prior to the retraction issues, during retraction, or during the attempt to reinsert the balloon through the introducer sheath. The definitive root cause for the retraction difficulty could not be determined based upon the available information. The root cause for the balloon being unable to reinserted through the introducer sheath was the poor condition of the balloon (i.e. Balloon prolapsed over distal tip). It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that after one inflation at 18atm, the pta balloon was deflated and retracted through a 7f introducer sheath. An attempt was made to reuse the catheter; however, the balloon could not be reinserted through the valve of the sheath. The catheter was retracted from the sheath and another balloon catheter was used to complete the procedure. There was no reported patient injury.